Manufacturer narrative:
Event took place in austria. Based on analysis, risk assessment, risk profile and clinical monitoring this file is considered as closed. In case new information becomes available a follow up report will be sent to the agency. This product analysis was carried out on the basis of all the information provided and the internal review at pajunk. Based on analysis, risk assessment, risk profile and clinical monitoringthis file is considered as closed. In case new information becomes available a follow up report will be sent to the agency.

Event description:
Irn# (B)(4). Lp-punktionsnadel beim herausziehen gebrochen: lumbalpunktion in analgosedierung mit pajunk sprotte 25 g x 103 mm, ref (B)(4), steril bis (B)(6) 2028; problemloser vorstich, nachstich problemlos. Nach entfernung des drahtes kommt leider kein liquor -> herausziehen der nadel geht streng, aber kontinuierlich, es kann aber nur ca. Die halbe nadel entfernt werden, die restl. Hälfte verbleibt in der vorstichnadel und somit im patienten.; nach vorsichtigem herausziehen der vorstichnadel zeigt sich das ende der verbleibenden nadel und kann mit einer klemme gänzlich problemlos entfernt werden. Die nadelhälften werden auf vollständigkeit überprüft, diese ist gegeben. Cirs meldung durch den anwender und reklamation (leider kann bei der cirs meldung kein rückschluss auf die station gezogen werden). Lp puncture needle broken when pulled out: lumbar puncture under analgosedation with pajunk sprotte 25 g x 103 mm, ref (B)(4), sterile until (B)(6) 2028; pre-puncture without problems, post-puncture without problems. After removing the wire, unfortunately no cerebrospinal fluid comes out, pulling out the needle is strict but continuous, but only about half the needle can be removed, the remaining half remains in the pre-stitch needle and therefore in the patient. After carefully pulling out the pre-stitch needle, the end of the remaining needle is revealed and can be easily removed with a clamp. The needle halves are checked for completeness, which is given. Cirs report by the user and complaint (unfortunately, the cirs report does not allow any conclusions to be drawn about the ward).

Manufacturer narrative:
Event took place in austria. Based on analysis, risk assessment, risk profile and clinical monitoring this file is considered as closed. In case new information becomes available a follow up report will be sent to the agency. This product analysis was carried out on the basis of all the information provided and the internal review at pajunk. Based on analysis, risk assessment, risk profile and clinical monitoring this file is considered as closed. In case new information becomes available a follow up report will be sent to the agency.

Event description:
Irn# (B)(4). Lp-punktionsnadel beim herausziehen gebrochen: lumbalpunktion in analgosedierung mit pajunk sprotte 25 g x 103 mm, ref 041163-29a, steril bis 5.6.2028; problemloser vorstich, nachstich problemlos. Nach entfernung des drahtes kommt leider kein liquor: herausziehen der nadel geht streng, aber kontinuierlich, es kann aber nur ca. Die halbe nadel entfernt werden, die restl. Hälfte verbleibt in der vorstichnadel und somit im patienten.; nach vorsichtigem herausziehen der vorstichnadel zeigt sich das ende der verbleibenden nadel und kann mit einer klemme gänzlich problemlos entfernt werden. Die nadelhälften werden auf vollständigkeit überprüft, diese ist gegeben. Cirs meldung durch den anwender und reklamation (leider kann bei der cirs meldung kein rückschluss auf die station gezogen werden). Lp puncture needle broken when pulled out: lumbar puncture under analgosedation with pajunk sprotte 25 g x 103 mm, ref 041163-29a, sterile until 5 june 2028; pre-puncture without problems, post-puncture without problems. After removing the wire, unfortunately no cerebrospinal fluid comes out: pulling out the needle is strict but continuous, but only about half the needle can be removed, the remaining half remains in the pre-stitch needle and therefore in the patient. After carefully pulling out the pre-stitch needle, the end of the remaining needle is revealed and can be easily removed with a clamp. The needle halves are checked for completeness, which is given. Cirs report by the user and complaint (unfortunately, the cirs report does not allow any conclusions to be drawn about the ward).